Event description:
Unable to prime administration set after spiking IV bag. Upon investigation it was determined that the set in question had a back check valve that was oriented in the wrong direction during the manufacturing process. This was found to be the case for 2 of 7 sets from this specific lot. Ref report: mw5167932.